Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The caller reported that the patient was experiencing speech changes and not being able to balance. The caller reported that it was noticed more after hearing aids were placed. The caller reported checking the ins with the patient programmer, but the programmer batteries were dead and the caller stated the patient had them upside down. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.